Manufacturer narrative:
(B)(4). Concomitant medical products: unk maxim tibial tray, unk maxim femoral, unk maxim bearing. Reported event was confirmed by review of x-rays and revision op notes. Review of revision surgery op-notes noted confirmed that the bearing showed signs of wear and it had fractured. The lateral one-fourth of the patella button was found fractured and the fractured piece was removed. Review of the provided x-rays also indicated that tibial subsidence had occurred. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Insufficient information provided. Unable to perform complaint history search. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right total knee procedure approximately 20 years ago. Subsequently, the patient underwent a revision procedure due to pain, swelling, and instability. During the procedure, it was noted that the patella and tibial bearing had both fractured and significant wear was found. Review of the provided x-rays also indicated that tibial subsidence had occurred. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.